Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would rewind but then could not go to the next step. The customer's blood glucose level was 149 mg/dl. Customer stated that he could load up and then won't go to the next step and will tell him rewind. The insulin pump will not be returned for analysis.